Event description:
The smart toe implant was put in home freezer 24 hours prior to surgery; the implant was then transported to the surgery center in a cooler with dry ice, as is normal protocol. Once removed surgeon proceeded to first insert the proximal end into the prepared intramedullary canal, once inserted, he began inserting the distal end of the implant into the prepared distal canal, the implant was fully inserted, the surgeon manually compressed for approx. One min. At this point he noticed the smart toe had not expanded and asked if he should compress manually for a min. Longer. I agreed and he did so for another min. The implant still did not expand. Another size 19 smart toe with 10 degree planter bend, the box was opened by the circulating nurse and placed in the sterile field, the surgeon again removed the smart toe from the blue pod using the clamp remover from the smart toe instrument set, the implant was inserted proximally first and then distal. The clamp was removed and the toe compressed manually for 1 min again the implant failed to open. Surgeon decided to try one more before going to a different option. We then opened a size 20 with 10 degree planter bend. It was introduced and implanted in the exact same fashion as previously exclaimed, the implant opened within 45 sec of the surgeon manually compressing the toe.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.